Event description:
A us distributor reported that a battery was unable to power on a monitor.

Manufacturer narrative:
Device evaluation of battery pack was completed. The reported problem (unable to power on monitor) was due to being excessively discharged. The last time the battery was used on (B)(6) 2023, it was used for 41 hours. Batteries are only intended to be used for 24 hours. Per 90p006-a04, in order to maintain the battery when not in active use the battery should be recharged every 3 months. However, upon investigation a reportable malfunction was found. The cause for the failure was isolated to a loose bus bar inside of the battery. The root cause of the loose busbar cannot be positively identified. There was no adverse event that resulted from the damaged battery.